Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report # mw5146534.

Event description:
User facility medwatch mw5146534 report received that states: "failure of perclose device required surgical cutdown to repair the femoral artery. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although the part number is unknown, the patient effect of unspecified tissue injury is listed in the prostyle instructions for use [IFU], as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.